Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that new orders are not crossing to station due to software issue. A technical support specialist started the cce-service and verified queue manager after which messages began to crossover. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation system all new orders are not crossing over to station. The customer reported that users were able to remove medications through an override without any delay in patient care. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis medstation system all new orders are not crossing over to station. The customer reported that users were able to remove medications through an override without any delay in patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 01-dec-2022 to 30-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the all-new orders were not crossed over to system from medtech. The technical support specialist confirmed that due to this issue users were removed medications through a critical override option without any delay in patient care. The technical support specialist reviewed the event logs and found carefusion coordination engine services stopped and then started the services back again. The system functioned as intended after the technical support specialist assessed the device.